Event description:
A dealer has reported an incident of where the joystick is adjusting speed and sometimes turns off by itself. There is no information of any end user harm.

Manufacturer narrative:
(B)(4) lts no RMA has been initiated for this issue. Model m61, serial number/date (B)(4) is approximately 3 years, 4 months old. The owner's manual part number 1125085 rev.j(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. A call was placed to the reporter of this event, however, no further detail has been received.